Manufacturer narrative:
The valve was retuned in an unknown fluid. A visual inspection showed that the valve has no deformations or other abnormalities. A penetration test is performed to show if the valve is clogged. This test is at a hydrostatic pressure difference of about 25-30 cmh2o in the flow direction. The test has shown that the valve is permeable. The valve is tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liquid flow of 60 ml / h gradually reduced to 5 ml / h and increased again to 60 ml / h (based on iso 7197). The resulting pressure is measured. Confirmed underdrainage. There is no need for further action. The problem encountered is one of the known, unavoidable risks hc therapy with shunt implants. No further actions are required.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It is reported that the valve has underdrainage.